Event description:
It was reported the device was explanted because the patient needed a magnetic resonance imaging (MRI). There was no patient injury, and the patient recovered without sequela.

Manufacturer narrative:
Final analysis of the stimulator revealed there were no anomalies found. There was good stable output on all electrode pairs. Final analysis of the proximal segment of the lead revealed there were no significant anomalies. There was good stable output on all electrode pairs. The body of the insulation and conductors were cut through and the lead was segmented. The distal end was not returned.